Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an contour ureteral stent was used during a ureteral stone lithotripsy procedure in the ureter, performed on (B)(6) 2020. According to the complainant, during the stent placement procedure and inside the patient, the physician found a crack on the stent. The stent had ripped/ torn. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code 4008 captures the reportable event of stent material split, cut or torn inside the patient. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted that the suture hole end was found torn and the bladder pigtail was found detached. The suture string was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. Based on the analysis of the device, the stent was returned without the suture string and outside the original package, evidence that the stent was manipulated. The failures found, suture hole torn and bladder pigtail detached, are issues that could have been generated by the user or due to the interacting of the device with the suture string during use and manipulation. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an contour ureteral stent was used during a ureteral stone lithotripsy procedure in the ureter, performed on (B)(6) 2020. According to the complainant, during the stent placement procedure and inside the patient, the physician found a crack on the stent. The stent had ripped/ torn. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.